Manufacturer narrative:
H3 device evaluation: the lens was returned dry with residue/ debris in liquid in a microcentrifuge vial. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specifications. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens, -06.50 diopter, into the patient's right eye (od), on (B)(4) 2021. The lens was explanted on (B)(4) 2022 due to excessive vaulting. The lens was replaced with a shorter lens and the problem was resolved.

Manufacturer narrative:
Weight: unk race: unk ethnicity: unk this product is manufactured in the u.s. But not marketed in the u.s. Claim # (B)(4).